Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 2.0x23 mm xience skypoint stent delivery system (sds) balloon did not inflate and the stent could not be deployed. There were no adverse patient effects. An unspecified device was used to complete the procedure. No additional information was provided.